Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's cardiac history, including history of arrythmias, and related comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study that this patient was admitted to the hospital after experiencing sustained ventricular arrhythmia requiring defibrillation/cardioversion. Heart catheterization was also performed. The patient was discharged home on (B)(6) 2016. No further information was provided.